Event description:
Reported due to stent dislodging off of delivery system. After placement of two (2) taxus stents in the mid-left anterior descending (lad) artery, a perforation of the vessel occurred at the distal end of the second stent. The physician tried to seal the perforation by inflating a twenty (20) mm blloon but was unsuccessful. The physician then tired to deliver the graftmaster stent through the two (2) previously implanted taxus stents. In the physician's attempt to seal the perforation, the graftmaster reportedly, "dislodged in the ninety (90) degree bend of the lad ostium." It is unknown whether the physician was trying to remove the device or advance it when the stent dislodged off of the delivery system. The pt was taken for emergency surgery in prder to repair the vessel. The graftmaster stent was removed during surgery. At least report, the pt was "recovering."